Event description:
Several attempts were made to obtain images; however, the hospital would not provide them. Additional information was received as follows: prior to implant of the stent grafts bilateral common femoral artery exploration with subsequent bilateral common femoral artery endarterectomy and subsequent bilateral common femoral artery pericardial patch angioplasty were performed. Atherosclerotic plaquing is noted at an initial evaluation where the aorta measured 2.1x2.1 cm proximally, 4.4x4.4 cm in the mid portion and 2.1x2.5 cm distally. The common iliac arteries measured 1.0x1.3 cm on the right and 1.0x1.3 cm on the left. There was intramural thrombus within the mid abdominal aorta with a luminal diameter measuring 2.6x2.7 cm in this location. The aneurysm was fusiform and had increased in size when correlated with the ultrasound from a previous study approximately two pre-implant where it previously measured 3.3x 3.2cm. At the time continued interval follow-up was recommended. Pre-implant the aneurysm was 5 cm in diameter. During the explant procedure it was noted that the aortic tissue and the iliac tissue were very heavily calcified.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient underwent fluoro assisted and radiologist assisted endovascular stenting of the infra-renal abdominal aortic, right and left iliac arteries. This was performed via a four component endovascular graft without incident. Surgery completed and by mid-afternoon the patient was noted to have developed renal insufficiency. X-rays of the abdomen taken showed evidence of migration of the endovascular graft proximately covering the renal arteries. The patient returned to the or for emergent resection of aaa. The graft was explanted and sent to pathology. Subsequently, the patient developed multi-system organ failure and expired. The explanted stent grafts were discarded by the user facility. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); caused by another drug/device (bifurcated stent graft). Conclusion: known inherent risk of a procedure (death); another device caused failure (bifurcated stent graft).